Event description:
New information received noted following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable before, during and after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences and was stable. Further information was requested, but not yet available.